Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that implantable cardioverter defibrillator delivered anti-tachycardia pacing and 20 tahcy shocks due to what appears to be an episode of sinus tachycardia. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. Therapy was exhausted and rhythm was not converted. This device remains in service. No adverse patient effects.